Manufacturer narrative:
Investigation conclusion: a quidel representative was sent onsite for additional troubleshooting where it was discovered the sample in question was stored using an incorrect transport media type. Issue resolved once correct specimen processing occurred. Root cause: improper specimen type. Source: phone.

Event description:
Customer reporting 4 false negative sars results on 1 patient run 4 times. Customer states the sample was confirmed positive by pcr with a CT value of 32. Report 4 of 4 results.